Event description:
This rv lead was implanted on (B)(6) 2006, and remains implanted at this time. A call was placed to technical services on 07/30/2018 , stating that on (B)(6) 2018 a lead fracture with an impedance greater than 2000 ohms and rising threshold occurred. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).